Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00282. It was reported the patient's leads had migrated. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00282. Follow-up information revealed the patient has effective therapy following the procedure.